Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent atrial lead noise was observed. The noise was reproducible and also appears to happen without provocation. The lead noise was occurring with associated inappropriate auto mode switching (ams). The device had recently been programmed to prevent pacemaker-mediated tachycardia (pmt) and inappropriate tracking of atrial lead noise. The patient is symptomatic to av dyssynchrony and va conduction that the atrial noise enables. Patient felt tired & light-headed when the oversensing episodes occurred. Programming changes were made. Patient is stable.